Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 209 mg/dl. The customer¿s parent assisted the customer with delivering a correction bolus. Bg was not lowering. The infusion set tubing and site were changed. Tandem technical support (cts) assisted the customer with performing a pump system check. No device issues were identified. Cts advised the customer to discuss the event with a healthcare provider.